Event description:
It was reported that the patient returned for surgical right shoulder arthroscopy and removal of foreign body. During the procedure, it was noticed that a fragment of a multifix s-ultra knotless anchor was found broken in the right shoulder rotator cuff from the previous repair. The fragment was removed and sent to pathology and the shoulder was repaired. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2030493 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No further investigation or additional actions are required at this time. Review of the product instruction of use found adequate warnings and precautions to prevent damage to the device during use. A review of the product/print specifications found no discrepancies. No relevant clinical medical information was provided to conduct a thorough medical assessment. It has been communicated that the multifix s-ultra knotless anchor fragment was removed and the shoulder was repaired. Should any additional clinical information be provided this complaint will be re-evaluated. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include: (1) potential complications accompanying such implant surgery. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.